Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after attaching the lead to the heart, the distal segment of the lead was connected to the tunneler and an attempt was made to pass the lead to the pocket site. The tunneler was reported to have cracked and a fragment of the broken tunneler could not be found. Without being able to find the fragment by visual or x-ray observation, the incision was closed, and the procedure was completed by using a competitor tunneler and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead accessory was returned and analyzed. Analysis indicated that lead accessory was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.